Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because it fell down close to foremen due to the fracture of lingual bone plate of mandibular region 28#. The patient presented bone type I and fenestration occurred during surgery.